Manufacturer narrative:
The insulin pump passed all functional testing however, the insulin pump was received stuck in the motor error alarm loop. Unable to review alarm history due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on liquid crystal display window and reservoir tube window.

Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 156 mg/dl. Troubleshooting helped the customer clear the alarm. The customer was advised to replace the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.